Event description:
The customer went to the hospital based off of a high blood glucose result they received. The customer had a headache and felt weak. Before going to the hospital the customer tested and received a result of 221 mg/dl at 8:301m. After eating breakfast the customer went to the hospital where they tested their blood glucose and received a result of 204mg/dl on their device at 11:07am. A lab was done at 11:07am and the result was 65mg/dl. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.